Event description:
It was reported that "the patient initially underwent left main stenting without issue. Before starting intra-aortic balloon pump (iabp) therapy, the patient was hemodynamically stable. However, once the iabp was initiated, it triggered multiple high-pressure and helium loss alarms. This was followed by the patient's hemodynamic deterioration, requiring resuscitation efforts. The iabp was then replaced with an impella cp device, at which point the patient began to stabilize. The iabp machine remains with biomedical for review, as it had undergone testing by the manufacturer the day before this event. There was no harm reported health consequences to the patient from the incident.patient is stable".

Manufacturer narrative:
(B)(4). The reported complaint for the "multiple high-pressure and helium loss alarms" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "the patient initially underwent left main stenting without issue. Before starting intra-aortic balloon pump (iabp) therapy, the patient was hemodynamically stable. However, once the iabp was initiated, it triggered multiple high-pressure and helium loss alarms. This was followed by the patient's hemodynamic deterioration, requiring resuscitation efforts. The iabp was then replaced with an impella cp device, at which point the patient began to stabilize. The iabp machine remains with biomedical for review, as it had undergone testing by the manufacturer the day before this event. There was no harm reported health consequences to the patient from the incident. Patient is stable".

Manufacturer narrative:
Qn# (B)(4).